Event description:
It has been reported to philips that there was an issue with the wired footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred after the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch brake was failed. Upon functional testing, fse found that the interface of footswitch with the table was loosened. The fse replaced the fasten nuts and confirmed the connection of footswitch. After replacement of the fasten nuts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.